Event description:
It was reported that there was an excessive leakage sound from the anesthesia system when connected to the supply pressure. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The reported issue was reproduced during troubleshooting. The air gas module was found defective and needs to be replaced. The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.